Event description:
It was reported that this lead was repositioned on (B)(6) 2020 due to dislodgement. Patient was symptomatic and reported to the emergency room as a consequence of the lack of pacing support in the rv. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.